Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was still implanted. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A patient had a percutaneous endoscopic gastrostomy (peg) tube placed on (B)(6)-2016. On (B)(6) 2016 it was reported that the patient has infection, went to ER and was hospitalized. On (B)(6) 2016, additional information received that the patient developed abdominal pain after the procedure. CT performed indicated pneumoperitoneum. Patient was treated with dilaudid x 1 for pain. The patient also received levaquin for 500mg one tab for 7 days and norce 300mg for pain as needed. The patient was discharged from the hospital on (B)(6)-2016.